Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 23-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was observed detached from the delivery system. No appearance of damages was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the distal markers of stent being converged is not confirmed, as the stent did not have any structural damage. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this condition is not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8799369. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8799369. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8799369) was placed in the target position and the physician initiated the release, but the distal markers on the stent were converged and could not be opened. The physician only retracted the stent and released it again, but the distal markers still failed to open. The physician retracted only the stent and replaced it to complete the procedure using the original microcatheter. The procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact. On 03-dec-2024, additional information was received. Per the information, the target vessel of the procedure was the c5 segment of the internal carotid artery (ica). The aneurysm was an unruptured saccular aneurysm. There were no aneurysm nor vessel factors that may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and confirmed to be within acceptable criteria. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The replacement stent was a 4mm x 23mm enterprise 2 (encr402312).